Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h3, h4, h6, h11. The customer provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu: <15, bacterial identification: gram negative bacillus (10 colonies of priestia flexa isolated.) Sampling date: (B)(6) 2025, sampling from: unknown, cfu: no growth aerobically after two days incubation. Bacterial identification: none. Sampling date: (B)(6) 2025, sampling from: sunction channel, cfu: <15, bacterial identification: gram positive bacilli (six colonies isolated. Organism identified as cytobacillus horneckiae. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: no growth aerobically after two days incubation. Bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: suction biopsy channel, air/water channel. Cfu: no growth after 7 days incubation. Bacterial identification: none. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not attributable to the device repair history. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10 colony forming units (cfus) of priestia flexa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.